Event description:
It was reported that the customer experienced pump occlusions while administering boluses. There was no reported impact to the customer's blood glucose level with readings not exceeding 500 mg/dl. To address the issue, the customer changed the infusion set and cartridge, then resumed insulin administration. Technical support did not provide further assistance as no recurring occlusion issues were reported, and the case was closed.